Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - screw schanz/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent an external fixation of fractured long bones for the correction of bony or soft tissue deformities in tibia/fibula area. There was a union of fracture in about 25 weeks duration. Postoperatively, the patient experienced pin-tract infection. No difficulties and patient harm reported using 3d maxframe software. Patient outcome is that the pin sites was healed and no ongoing infection. Concomitant devices reported: maxframe rings (part #: unknown, lot #: unknown, qty. Unknown), maxframe struts (part #: unknown, lot #: unknown, qty. Unknown), unknown clamps (part #: unknown, lot #: unknown, qty. Unknown). This report is for one (1) unk - screw schanz.. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1- (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.